Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to device is unable to hold charge and would not turn on. The patient was doing well postoperatively. The explanted device was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The implantable pulse generator (ipg) was successfully recharged within a four-hour cycle. A labeling review was performed, and it did not reveal any anomalies related to premature battery depletion. The charging log revealed two issues that have contributed to the inability to charge or longer charging time than expected: possible misalignment of charger with ipg causing lower than expected charge current and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. The reported allegation that the patient ipg was not holding charge and would not turn on, was confirmed. A review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to device is unable to hold charge and would not turn on. The patient is doing well postoperatively and the explanted device was kept by the facility.